Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via interdepartmental helpline solutions tracker that customer had low blood glucose for two to three weeks. Customer's blood glucose was 26 mg/dl and also between 30 mg.dl and 40 mg/dl. Customer declined transfer to helpline.